Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), during the transcatheter valve replacement procedure of a 29mm sapien 3 valve in the mitral annulus calcification (mac), the valve was implanted with extra volume which resulted in inadequate leaflet coaptation. A second valve was then implanted to resolve the event. The patient tolerated the procedure well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien 3 transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis or for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Additionally, as a precaution, the IFU states to not overinflate the deployment balloon to maintain proper valve leaflet coaptation. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for improper valve leaflet coaptation was unable to be confirmed. A review of the DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. It should be noted for this case that the transcatheter heart valve (thv) was implanted in the native mitral position with mitral annular calcification (mac). The sapien 3 with the commander delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthesis aortic valve, surgical bioprosthesis mitral valve and native mitral valve with an annuloplasty ring replacement only. Therefore, this case was an off-label operation. As reported, "during the transcatheter valve replacement procedure of a 29mm sapien 3 valve in the mitral annulus calcification (mac), the valve was implanted with extra volume which resulted in inadequate leaflet coaptation. A second valve was then implanted to resolve the event. The patient tolerated the procedure well." There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, and post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets. In this case, extra volume was used to inflate the balloon. Per the IFU, to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. Overinflation may exert additional force onto the leaflet, which can potentially cause damage to the leaflet and inhibit the leaflet from proper coaptation. As such, available information suggests procedural factors (off-label operation and over-inflation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.